Manufacturer narrative:
(B)(4). Batch #: u95e69. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap adrenalectomy the surgeon was using the device for 20 minutes and, after the seal cycle completed, the jaws of the device would not open upon releasing the handle. Maryland dissector was used to pry the jaws open and then the device was discarded as jaws wouldn¿t work with ratchet mechanism. A competitor device was opened to complete the procedure. No error message displayed on the gen11. No delay to surgery or patient impact.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with no apparent damage. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. During the mechanical test the jaws could not be closed. The device was disassembled to inspect internal component and it was found that the closure rod was disengaged due to closure rod weld was broken. The condition of the closure rod could have cause the issues reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on how the closure rod weld got broken.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2022.